Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was implanted during a stent placement procedure on (B)(6) 2011 as part of the (B)(6) study clinical trial. According to the complainant, the patient was diagnosed with chronic pancreatitis on (B)(6) 2001. On (B)(6) 2011, a baseline biliary obstructive symptoms assessment was performed, which revealed no symptoms, and liver function tests were performed. A pre-study stent placement cholangiogram revealed a distal biliary stricture. On (B)(6) 2011, the patient underwent biliary stent placement for the treatment of the distal biliary stricture. This procedure was noted to be post-cholecystectomy. The patient had previously had a sphincterotomy; therefore, a sphincterotomy was not performed during the study stent placement procedure. The stricture was previously dilated with one plastic stent. The plastic stent was removed prior to the study stent placement. During the procedure, the study stent was deployed in a satisfactory position across the stricture. The patient was treated as an outpatient. On (B)(6) 2012, the patient underwent the per-protocol removal of the study stent. During the stent removal, it was noted that a "fracture of tear extraction" occurred. The stent was successfully removed in one piece with the scope. A post-study stent removal cholangiogram showed no evidence of a recurrent stricture requiring reintervention. The patient was treated as an outpatient. There were no patient complications or hospitalizations associated with this device malfunction. **additional information received since (B)(6) 2012.** the complainant confirmed that it was the retrieval loop that broke during the stent removal.

Event description:
It was reported to boston scientific corporation that a (B)(4) stent was implanted during a stent placement procedure on (B)(6) 2011 as part of the (B)(4) study clinical trial. According to the complainant, the patient was diagnosed with chronic pancreatitis on (B)(6) 2001. On (B)(6) 2011, a baseline biliary obstructive symptoms assessment was performed, which revealed no symptoms, and liver function tests were performed. A pre-study stent placement cholangiogram revealed a distal biliary stricture. On (B)(6) 2011, the patient underwent biliary stent placement for the treatment of the distal biliary stricture. This procedure was noted to be post-cholecystectomy. The patient had previously had a sphincterotomy; therefore, a sphincterotomy was not performed during the study stent placement procedure. The stricture was previously dilated with one plastic stent. The plastic stent was removed prior to the study stent placement. During the procedure, the study stent was deployed in a satisfactory position across the stricture. The patient was treated as an outpatient. On (B)(6) 2012, the patient underwent the per-protocol removal of the study stent. During the stent removal, it was noted that a "fracture of tear extraction" occurred. The stent was successfully removed in one piece with the scope. A post-study stent removal cholangiogram showed no evidence of a recurrent stricture requiring reintervention. The patient was treated as an outpatient. There were no patient complications or hospitalizations associated with this device malfunction.

Manufacturer narrative:
The reported event of stent fracture. Study source: (B)(4) study clinical trial. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Manufacturer narrative:
Additional information received since september 10, 2012. (B)(4). Study source: (B)(4). A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A labeling review identified that this device was used as per the boston scientific wallflex biliary fc benign stricture study protocol to assess the safety and performance of temporary placement of the wallflex biliary rx fully covered stents as a treatment of biliary obstruction resulting from benign bile duct strictures. The most probable root cause classification is anticipated procedural complication. This root cause is assigned due to the fact that wire mesh disruption is listed in the wallflex biliary fc benign stricture study protocol as a potential complication associated with stent removal. This complaint relates to a product which meets specification.